Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be verified. During power up and inspection, the device was found to have an error code 41301 on the screen display and in the event history log. Further investigation determined that the microprocessor board was corrupted and was the root cause of the issue. Therefore, the microprocessor board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump gave an error code, "41301." It is unknown if there was a patient present during the reported event. No adverse event or injury was reported.